Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) called in and requested that the silent nite device be remade "due to fracture on buttons on both trays". Additional information received reported that there was no patient injury and no medical intervention was required.